Event description:
New information indicates that the device was able to be interrogated after the device was restored.

Event description:
It was reported that the patient underwent an MRI procedure at the hospital after a cardiac surgery with an implantable cardioverter defibrillator (ICD) without programming MRI mode. It was noted that the device could not be interrogated and was found to be in vvi backup mode with no backup defibrillation operation (bdfo). A device restoration was performed. The patient was in stable condition with no adverse health consequences.